Manufacturer narrative:
The insulin pump was received with a critical error due to corroded motor assembly. The electronic assembly and battery tube found with corrosion. The insulin pump was received with cracked case at the battery tube area and keypad overlay. The insulin pump was received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a bland display and moisture damage. The customer wore the insulin pump in the pool. There is water in the battery compartment and around the edges of the lcd screen. The blood glucose reading was 17.9 mmol/l. It was also stated that the customer received a vibration before the display went blank. The insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan.